Manufacturer narrative:
(B)(4) date sent to the FDA: 09/22/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications . What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Has the patient received any medical or surgical intervention as a result of the erosion or discomfort? Has mesh excision been performed or scheduled? Please provide the date and results if available. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on 10/24/2008 and the mesh was implanted. Post-op follow up four months later identified an area that appeared like a suture, but no mesh exposure. On (B)(6) 2009 the patient was observed in a clinic and mesh exposure was noted. It was also reported that the patient has been asymptomatic of the problem, however now aware that discomfort during intercourse could have been secondary to this problem. The doctor is planning a mesh revision procedure under general anesthetic. Additional information has been requested.